Event description:
A malfunction alarm was reported, identified by the code malf 0, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump by providing pump reset information. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump without issue. The customer was advised to call back if any further malfunctions occurred and acknowledged the instructions.